Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the "internal leakage test" and alarmed for power error, during pre-use check. There was no patient involvement. (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person:(B)(4). The ventilator was investigated on-site by our field service engineer. The reported event could be verified. The expiratory channel pc (printed circuit) board was replaced and an emc absorber kit was installed. The ventilator passed all safety and functional tests and was cleared for clinical use. No parts were returned for investigation. No complete ventilator logs were provided, only a file in txt-format which confirms the reported event. Since no parts were returned for investigation, the root cause of the failed internal leakage test and power error has not been determined.